Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation and metal piece detached from tubing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black or african american female patient underwent unspecified breast surgery with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation and metal piece detached from tubing postoperatively. As a result, the devices were explanted on an unknown date. This medwatch report is for the patient¿s left-sided device.